Event description:
Perforated colon secondary to colonoscope. Changed to pediatric scope. Advanced to secum without difficulty. Status post: colon resection and revision of colostomy due to perforated colon.